Manufacturer narrative:
Pending investigation. D10. Concomitants: 7249154. 170-50-07 - biolox delta adapter 16/18-12/14; +7mm.

Event description:
As reported via legal documentation, a patient had right hip revision surgery on (B)(6)2022. They subsequently had a second right hip revision on (B)(6) 2022, approximately 2 months after their preceding revision. (B)(6) 2022 op report postoperative diagnosis: dislocation of internal right hip prosthesis. The surgeon noted there was a small effusion. Inspection of the abductors did show delamination from the greater trochanter approximately 75% with a split tear. The femoral head was dislocated. The surgeon further noted that the ring was mobile and the implant was well fixed to the cup. The patient was transferred to the recovery room in stable condition; there were no complications. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Investigation results-the cause of the patient¿s instability, prosthesis dislocation, and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral hip replacements. The revision operative report had no mention of device malfunction or wear. These devices are used for treatment not diagnosis. There is no other information available.